Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to verify the reported issue during testing and evaluation. A review of the event trace log revealed multiple "xdcr flt" conditions. The alarm was both audible and visible, displaying "xdcr flt" upon initial power up of the ventilator. Further investigation revealed the reported alarm was due to a faulty solenoid manifold. Vyaire medical replaced the solenoid manifold to address the reported issue.

Event description:
It was reported to vyaire medical that the unit had xdcr fault errors. There was no patient involvement associated with this reported issue.